Event description:
It was reported that the customer's insulin pump was squirting out the insulin during the manual prime process. Advised to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The insulin pump was received with a missing end cap sticker. Further testing could not be performed due to the motor error alarm.